Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) for a rhythm near the lower value of the programmed zones. After the atp was delivered, the rhythm was accelerated to the ventricular tachycardia (vt) therapy zone. The device then delivered an electric shock that converted successfully the vt. The device remains in service and no out of range measurements were observed. No additional adverse patient effects were reported.